Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had a kink / bend. The following information was provided by the initial reporter: defective bd alaris pump infusion set discovered. Ref no. 2426-0007. Second such one discovered by this rn to date. Tubing is pinched below white filter and is so severely crimped as to be unable to uncrimp/as to block flow of fluid.